Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with the sensor readings. The difference between the customer's blood and sensor glucose reading was above 8 mmol/l. The customer had a basal suspend that was not necessary. The customer received two calibration errors and then a replace sensor alert. Customer's blood glucose level was going up and down. Customer's blood glucose level was 15.8 mmol/l. The device was not returned.